Manufacturer narrative:
The devices were not returned for investigation. Therefore, a metallurgical examination (indispensable in such cases) can not be performed. The root cause of the reported observation can not be determined. Based on statistical eval, no indication was found for any design, material or mfg related issue.

Event description:
As surgeon was tightening screws with screwdriver, the heads of two of the screws came off.